Event description:
Boston scientific received information that during a normal pt follow up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The pt was sleeping when the shock was delivered and was unaware that therapy had been delivered. A memory download was performed and sent to boston scientific technical service (ts) for further review. A ts consultant reviewed the data and discussed that the pt did have an arrhythmia at 168 bpm which is most likely sinus tachycardia. The episode appeared to have been triggered as a result of t-wave oversensing and it was confirmed that an inappropriate shock was delivered but it did not have any effect on the sinus tachycardia. The shock impedance measurement was in normal range. The ts consultant discussed additional troubleshooting that could be performed to determine what caused the oversensing and how the system could be optimize to avoid it in the future. The s-ICD remains implanted and in service. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that this device recorded another episode as a result of t-wave oversensing; however, no inappropriate therapy was delivered no adverse patient effects were reported. No programming changes were made, but the device had received the latest software upgrade. The s-ICD remains implanted and in service.